Event description:
It was reported that the tps unidirectional footswitch would slowly stop the sumex drill when taking the foot off the pedal during a posterior cervical procedure. A readily available alternate footswitch was used to complete the procedure without incident. No adverse event was associated with the device.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.